Manufacturer narrative:
Of the reported three malfunctions, lot numbers were not provided and the lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all three malfunctions. Therefore, the investigation is confirmed for the reported patient device interaction problem for all three malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, two were male and one was female, all three patients age ranged between 39-56 years and two patient weighs (B)(6) and (B)(6) kgs. Remaining patients' weight was not provided.